Event description:
It was reported that the unit experienced an e-3 error message. It was further reported that there was no pt involvement.

Event description:
The facility representative reported a colleague infusion pump with failure code 807:00. During product evaluation at baxter, it was discovered that the event occurred during delivery. There was no report of patient injury or medical intervention associated with this report. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm was replaced.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that the event occurred on (B)(6) 2010.